Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2014 and absorbable staples were used to secure the mesh. During the procedure the white crown at the tip of the device became loose and fell into the patient. The piece was removed. There were no adverse patient consequences. A like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The device did not work properly because of impact damage to the prongs of the insertion fork. This was a result of mishandling because the prongs of the insertion fork were not designed to hit hard surfaces. When this happens, the internal components in the cannula spindle cannot slide properly and the cannula cap could fall off. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.